Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue: the pump was delivering 30 to 40 u insulin during this step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/17/2013: the device was returned to animas and evaluated by product analysis on 12/05/2013 with the following results: there were no load step malfunctions recorded in the black box. The black box did record several occlusion alarms followed by loss of prime with high force. There were also several attempts to prime while occluded.black box also recorded loss of primes with non-zero low force. Attempted rewind, load and received a no cartridge detected alarm. Force sensor calibration was out of specification low . Opened pump, removed force sensor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.